Event description:
Complainant alleged that the clinician was attempting to cardiovert a male pt (age unk) at 200 joules, but rec'd an "electrodes off" message on the device screen. The clinician then checked all device connections, and all appeared intact. The clinicians then successfully cardioverted the pt using the device paddles. The complaint indicated that there was no adverse effect on the pt as a result of the reported malfunction.

Manufacturer narrative:
The complainant indicated that user facility was not able to duplicate the reported malfunction with the pd1200 defibrillator consequently, they did not return the defibrillator for evaluation. The facility did return the pd2200 adult multi-function electrodes (part number: 8900-2055 and date code) for evaluation. That evaluation determined that the malfunction was a result of the posterior electrode's wire socket's positioning in the receptacle/housing becoming partially extracted from its proper placement. This would result in an "electrodes off" error message being displayed on the pd1200 screen.